Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had over delivered by about 20% during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over delivered by about 20%" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 41.195 and passing error percentage of 2.9875%. The event history log review was completed. The customer did not provide an event occurrence date. An infusion basic mode rate - 40 ml/hr, volume to be infused 20 ml completed on last day of customer use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.